Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device has not been programmed into MRI mode. No intervention has been performed. The patient was stable with no consequences.